Event description:
The user facility reports the product was not in contact with the pt. When checking the patency of the valve prior to implant, the physician found that the valve had lower close pressure than the specifications because of too much flow of saline. The distributor confirmed by measuring the close pressure.